Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary. Investigation flow: device interaction/functional. Visual inspection: the approximator flex-clip (p/n: 279712570, lot #: nw242596) was returned and received at us cq. Upon visual inspection, scratches and slight discoloration was observed on the device but have no impact on the device functionality. No other issues were observed with the returned device. Functional test: a functional test was not performed as the device was returned by itself. The complaint can not be replicated from the returned device. Dimensional inspection: a dimensional inspection was not performed as there was no evidence of damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint was not confirmed. Investigation conclusion the complaint condition was not confirmed for the approximator flex-clip (p/n: 279712570, lot #: nw242596). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for approximator flex-clip was conducted identifying that lot number nw242596 was released in a single batch. ¿ batch1: lot qty of (B)(4) units were released on jul 16, 2019 with no discrepancies. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a procedure the clip guide could not be placed correctly on the top of the screw. The surgery was completed successfully with another instrument. There was no surgical delay. There was no harm to the patient. This report involves one (1) expedium spine system clip-on red. Dev w/ dovetail 5.5mm. This is report 1 of 2 for (B)(4).